Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord and there were no other issues noted with the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device problem code 1211 captures the reportable event of snare failure to deliver energy. Visual evaluation of the returned device revealed that the device and cautery were in good conditions. Electrical resistance testing was performed and resistance measured at 14.7 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during an unknown procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noted that the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord and there were no other issues noted with the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.